Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018, and then experienced revision surgical procedure on (B)(6) 2023 approximately 5 years and 6 months for left knee osteolysis. Per operative report shared, there was synovitis associated with polyethylene wear, scalloping of the bone on the anterior surface of the femur as well as distally associated with osteolysis. Removed femoral, tibial, and patellar components. No images were provided. There is no other additional information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes.